Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported, via the manufacturer representative, that their incision site was very shallow. Water had been getting inside of it. The doctor was to perform surgery on (B)(6) 2016 to correct the issue. No further information was provided. A follow up report will be sent if additional information is received.